Event description:
It was reported that the doctor was working with the patient to set the stimulation correct for their needs. As a result, they were gradually increasing amplitude ¿every other day or so.¿ it was increased the day prior to report and was fine until the patient went to bed at night where it became too strong. The patient got up and changed to settings for previous day and was confused on changing. The amplitude was too strong at night. The issue occurred the night prior to report. The patient stated it was helping on the current program ¿some.¿ it was 1.6 in the daytime. Caller education on patient programmer use resolved the reported issue. The patient was redirected to the healthcare professional (hcp) to talk with hcp on changing programs. Later, the patient reported that they still had concerns with the device or therapy but was working with the doctor or manufacturer representative. The patient had an appointment date (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0gbsd, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).